Event description:
The technician alleged that the head of the bed drifts down slowly. No patient impact.

Manufacturer narrative:
The technician cleaned the head brake drum and spring to resolve the issue.